Event description:
It was reported that the patient was unable to turn on the wireless recharger and the battery indicator light kept flashing. A hardware problem was suspected. A reset of the recharger was performed several times, and the recharger dock was replaced to charge the recharger, but the issue persisted. A replacement was arranged. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial #: (B)(6), product type recharger h3: analysis of the recharger ((B)(6)) found that the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.